Event description:
A trilogy 100 ventilator was returned to the manufacturer for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an internal battery failure was observed. The device's power management board needs to be replaced to address the issue. The customer has requested no repairs be made to the unit. The unit will be returned unrepaired.